Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampons don't have string to them [device physical property issue] case narrative: consumer reported via phone that the tampons didn't have any strings. No injury reported.

Event description:
Tampons don't have string to them [device physical property issue] . Case narrative: consumer reported via phone that the tampons didn't have any strings. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.